Event description:
It was reported that the quick bolus/wake button on a pump was difficult to press, making the pump challenging to control. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support assisted the customer in troubleshooting the button issue, including removing the pump from its case, yet the button remained difficult to use. Consequently, it was decided to replace the pump to ensure continued insulin delivery, and a replacement pump was provided.